Manufacturer narrative:
(B)(4). Device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Sterile part 08.803.022s, lot 9724417: manufactured: november 12, 2015. Expiry date: november 01, 2025. Non-sterile part 08.803.022, lot 9924069: date of manufacture: october 20, 2015. The event as per complaint description cannot be associated with the sterility process of the product. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of vertebral space was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported, that during bone packing the device broke. This is report 1 of 1 for (B)(4).